Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead and right atrial (ra) lead became dislodged and exhibited high thresholds, intermittent capture and non capture. Both leads will be revised and remain in use. No patient complications have been reported as a result of this event.